Event description:
Mattress cover is delaminating.

Manufacturer narrative:
Upon inspection of this mattress the urethane cover bubbled at the foot end of the mattress cover and peeled away from cover exposing the top layer of foam. This mattress has been isolated in the non-conforming room until investigation is complete and mattress has been dispositioned. This was the first complaint involving mattress cover delamination. This report is identifying mattress 2 of 2. Customer emailed primus with pictures of the delaminating mattresses. A primus medical tech visited the facility to review their cleaning policy of the mattresses to begin investigation and to deliver new mattresses on 01/03/2013. This problem has been submitted to CAPA (B)(4), and a f/u report will be submitted upon completion of the correction action.